Event description:
The customer's mother reported the customer's insulin pump alarming button error. Mother reported the insulin pump's bolus delivery scrolling up without any user input, and that the alarm then occurred. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 124 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.